Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from 8 patients; 5 of the patients showed symptoms of covid-19 and 3 patients were asymptomatic. Patient 1 was symptomatic for covid-19 on (B)(6) 2021. Patient-1's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-1-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 2 was symptomatic for covid-19 on (B)(6) 2021. Patient-2's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-2-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 3 was asymptomatic for covid-19. Patient-3's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-3-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 4 was symptomatic for covid-19 on (B)(6) 2021. Patient-4's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-4-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 5 was asymptomatic for covid-19. Patient-5's sample was collected (B)(6) 2021 and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-5-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 6 had a cough so was symptomatic for covid-19. Patient-6's sample was collected (B)(6) 2021 and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-6-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 7 was symptomatic for covid-19 on (B)(6) 2021. Patient-7's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-7-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 8 was asymptomatic for covid-19. Patient-8's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-8-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). All samples were processed in transport medium containing guanidinium, which is off-label. Review of data provided by the customer showed normal amplification curves/epf values for all tests. Root cause is due to off-label use as test performance characteristics are unknown with transport medium containing guanidinium. There is no evidence of product malfunction and there was no report of patient harm. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample from 8 patients; 5 of the patients showed symptoms of covid-19 and 3 patients were asymptomatic. Patient 1 was symptomatic for covid-19 on (B)(6) 2021. Patient-1's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-1-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 2 was symptomatic for covid-19 on (B)(6) 2021. Patient-2's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-2-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 3 was asymptomatic for covid-19. Patient-3's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-3-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 4 was symptomatic for covid-19 on (B)(6) 2021. Patient-4's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-4-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 5 was asymptomatic for covid-19. Patient-5's sample was collected (B)(6) 2021 and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-5-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 6 had a cough so was symptomatic for covid-19. Patient-6's sample was collected (B)(6) 2021 and tested (B)(6) 2021 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-6-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 7 was symptomatic for covid-19 on (B)(6) 2021. Patient-7's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). Patient-7-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). Patient 8 was asymptomatic for covid-19. Patient-8's sample was collected (B)(6) 2021 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to physician). No genexpert data was provided. Patient-8-retest was run on unknown-date using fulgent covid-19 by rt-pcr, resulting in sars-cov-2 negative (not reported to physician). All samples were processed in transport medium containing guanidinium, which is off-label. Review of data provided by the customer showed no evidence of product malfunction and there was no report of patient harm.